Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, a sales representative reported via (B)(4) that an ar-9215-1-03 universal quick connect handle broke while trying to remove the drill guide from the glenoid (see photo). No pieces broke off inside the patient. The case was completed, and no adverse effects were reported on the case or patient. This was discovered during an anatomic total shoulder procedure on (B)(6) 2024, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted an ar-9215-1-03 with a broken tip. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use.